Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2024-00132. A physician reported a hakim valve (ID 823162) was implanted due to unknown reason via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. Due to suspicion of obstruction, a revision surgery was performed. The valve was removed and replaced with ID 823162 and a different lot number on april 26, 2024. According to information provided, it is unknown if the patient experienced any signs and symptoms due to suspected obstruction. The current status of the patient is unknown.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) ¿ the product code 82-3162 with lot 5635831, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was leak tested; only leaked from needle hole in needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no occlusions were noted with the valve.

Event description:
N/a